Manufacturer narrative:
(B)(4). (Revision surgery) neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Although it is unknown if infection was due to the product, we are filing this MDR for notification purposes only.

Event description:
It was reported that patient with lumbar canal stenosis due to underwent posterior lumbar inter-body fusion at l4/5. On an unknown date, post-op, infection was observed. Sinking was observed associated with infection. Hence, a revision surgery was performed in which only the cage was removed. Cleaning was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.